Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
Title: polyglycolic acid sheet with fibrin glue technique without pleural abrasion in uniportal vats for primary spontaneous pneumothorax. Author: kyung soo kim. Citation: j thorac dis 2020;12(3):690-695 / http://dx.doi.org/10.21037/jtd.2019.12.110. The aimed of this retrospective study was to evaluate the outcomes of polyglycolic acid sheet with fibrin glue technique without pleural abrasion in uniportal video-assisted thoracoscopic surgery (vats) for primary spontaneous pneumothorax (psp). Between july 2012 and may 2017, 54 consecutive patients with psp underwent uniportal vats by a combination technique using a polyglycolic acid (pga) sheet and fibrin glue without mechanical pleural abrasion. A bilateral approach was performed in five additional patients; thus, postoperative surgical outcomes of a total of 59 cases (male=43; mean age=18 years; age range=12 ¿ 50 years) were analyzed in the study. The patients were divided into a group of pga sheet coverage, followed by additional fibrin glue application (n=36, group a) and a group of fibrin glue injection prior to pga sheet coverage (n=23, group b). During the procedure, the target lesions were resected using endo-grasper and endostaplers (echelon flex powered stapler, ethicon). Reported complication included recurrence (n=(B)(6)-year-old female; (B)(6)-year-old male; (B)(6)-year-old male). In which, the (B)(6)-year-old female underwent reoperation using the uniportal approach at 5 months postoperatively for recurrent left-side pneumothorax. The same reinforcing technique was conducted using the same incision for newly developed bullae around the stapling line. The patient later underwent right-side uniportal vats using the same technique at 7 months postoperatively; no recurrences occurred in either side during follow-up of 13 months. The other patient ((B)(6)-year-old male), who underwent 2-port vats for left pneumothorax, underwent uniportal vats for right pneumothorax that recurred 1 month later and required chest tube drainage. Recurrence did not occur for 2 years in either side. One patient ((B)(6)-year-old male) with recurrence presented with lung collapse 4 months later. Manual air tapping using an angio-catheter connected to a 50 ml syringe tube under local anesthesia was successful for regression of the pneumothorax within 1 week. The patient remained recurrence-free for 13 months. In conclusion, uniportal vats for psp, the pga sheet with fibrin glue technique demonstrated acceptable surgical outcomes without increasing morbidities. This simple method is effective in preventing recurrence without requiring pleural abrasion.